Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It's alleged by the attorney through the filing a lawsuit that the patient underwent a left total hip arthroplasty on (B)(6) 2007 where she was implanted with a stryker hip system. It is further alleged that the patients left hip was then revised on (B)(6) 2017 after blood work revealed "excessive levels of chromium and cobalt".